Manufacturer narrative:
Submit date: 04/14/2015. An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product sample was received inside a generic plastic bag. The sample consisted of one curled pd catheter, which presented signs of use. A titanium connector was received attached at the distal end. After visual inspection, tears and holes were identified on the tubing, at the bottom and top of the titanium connector. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair its performance. The titanium connector is an accessory included on this kit and has to be installed by the customer. Based on the evidence provided, the customer did not find any defect on the tubing or on in the connector prior to use, but rather the tears/holes were identified during manipulation. After failed repeated attempts, the catheter developed a tear. The catheter tubing was highly manipulated, since it the sample presented several scratches near the section were the tears/holes were encountered. Therefore, based on the evidence provided, it can be concluded that this catheter was more likely damaged during use. The most probable root cause can be due to improper use of sharp objects or excessive force during use. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the doctor was trying to connect the titanium connector to both the upper and bottom portion of the catheter. After failed repeated attempts, the catheter developed a tear at both the bottom and top portion of where it connects to the titanium connector. The incident was identified during the procedure. A new catheter was placed. The patient condition is good. No serious injury occurred.